Event description:
It was reported that the device is not alarming when it goes into over temperature. This issue found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the water tank cover was cracked, printed circuit board (pcb) damaged, faded line cord. Outdated pcb and power switch. Visual and functional testing confirmed the complaint. The cause was the damaged pcb. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.